Event description:
The manufacturer received information alleging two ventilation service required error codes were found during maintenance request on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was being evaluated at the third-party service center when the reportable issue occurred on the device. During the evaluation it was noted that two (2) error codes, oxygen blend module (obm) valve failure (e-081) and o2 flow stuck (e-0149), were observed on the device error log. The third-party service technician evaluated and determined the obm subassembly and system printed circuit assembly (pca) had caused the two-ventilation service required error codes to occur on the device. Needs to replace for the obm valve failure error code and system pca needs replace for the o2 flow stuck error code to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the machine flow sensor, in-line proximal filter, and in-line filter needs replaced for contamination unrelated to the reported issue. The internal battery door needs replaced for physical damage unrelated to the reportable issue. The air foam inlet filter and particulate filter needs replaced for preventative maintenance unrelated to the reportable issue.